Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device was not working, and they could not urinate further mentioning that patient could go a little bit but could not empty. It was also noted that the patient had moved and was currently in a mental treatment center, for a reason unrelated to their device. It was also reported that patient had lost their patient programmer (pp). Patient was redirected to follow up with health care professional (hcp) to page a manufacturer's representative (rep) and to resolve symptoms. Patient would also be looking for a hcp in their new area. No further patient complications were reported/ anticipated as a result of this event.